Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 69.2cm distal of the strain relief. There was contrast in the inflation lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12aug2019. It was reported that shaft kink occurred. The 95% stenosed, 12mm in length target lesion was located in the severely tortuous and calcified 4.0mm in diameter left anterior descending artery. A 4.0mm x 12mm quantum maverick balloon catheter was selected for use. However, it was noted that the delivery shaft was kinked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed a shaft break.